Manufacturer narrative:
D10 concomitant products: vlocl0436, vlocl0436 v-loc* 180 0 grn 60cm gs25x12, (lot number: a4g1668vy) vlocl0436, vlocl0436 v-loc* 180 0 grn 60cm gs25x12, (lot number: a4g1668vy) vlocl0436, vlocl0436 v-loc* 180 0 grn 60cm gs25x12, (lot number: a4g1668vy) vlocl0436, vlocl0436 v-loc* 180 0 grn 60cm gs25x12, (lot number: a4g1668vy) vlocl0436, vlocl0436 v-loc* 180 0 grn 60cm gs25x12, (lot number: a4g1668vy) vlocl0436, vlocl0436 v-loc* 180 0 grn 60cm gs25x12, (lot number: a4g1668vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic uterine fibroid surgery, when penetrating the tissue, the needle detached at the swage. The same issue occurred on five more sutures from the same box. A new suture from the same batch was opened to resolve the issue. There was no patient injury.